Manufacturer narrative:
Describe event or problem - correction - "the patient was also experiencing increased depression and was advised to go to the ER." Was not included in initial MDR f10. Adverse event problem - health effect - correction - code e233001 were inadvertently not included in the initial MDR.

Event description:
No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was noted when that occasionally with stimulation the patient throat and upper bronchial constrict making it difficult to breath. Patient was seen in multiple ers for painful stimulation, nausea, and dyspnea. The patient was noted to experienced coughing. The patient was reported to be experiencing nausea. The patient was seen in clinic and her generator was interrogated. No device issues were observed. During the appointment, no coughing or other symptoms previously reported were observed. The physician decided to program off the generator. Per the physician, the cause of the adverse events is not known. Patient was offered to be referred for replacement. No known surgery has occurred to date. No additional relevant information has been received to date.